Event description:
Reportedly, pt expired approximately after an implant duration of 0.13 months (in 2007, after an implant 4 days before), due to unk reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.